Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5158493 received that states "a valve in valve tavr procedure was performed. A 23mm sapien 3 ultra valve was placed within a preexisting 23mm trifecta surgical valve." It was reported that on an unknown date, a 23mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2024, a 23mm non-abbott transcatheter valve was implanted via valve-in-valve procedure. The patient status was unknown.

Event description:
User facility medwatch report mw5158493 received that states "a valve in valve tavr procedure was performed. A 23mm sapien 3 ultra valve was placed within a preexisting 23mm trifecta surgical valve." It was reported that on an unknown date, a 23mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2024, a 23mm non-abbott transcatheter valve was implanted via valve-in-valve procedure. The patient status was unknown. No additional information was reported.

Manufacturer narrative:
An event of valve implant following with non-abbott transcatheter valve, valve-in-valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No additional information was received to determine the root cause of the event. Based on the limited information received, the cause of the reported event could not be conclusively determined. However, the event may have been associated with svd.